Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: february 10, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod advanced. Viscoelastic residue was observed to be distributed throughout the cartridge. The cartridge tip was observed to be cracked and damaged; the cartridge was also damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to be cracked across the optic during implantation. The lens was fully inserted into the right eye and subsequently removed during the same procedure. A replacement lens from johnson & johnson with the same model and diopter (dib00, 11.0 d) was used. No vitrectomy, sutures, or medications outside of standard care were required. There was no delay in the procedure, although it was unknown whether unplanned incision enlargement occurred. There were no activities that the patient was unable to perform prior to surgery. The patient has fully recovered. The directions for use were followed. Through follow-up, the surgeon confirmed that the lens was inserted as it normally would be and believed that the crack may have been present before delivery. No patient injury was reported. No further information was provided.